Event description:
The nurse started the IV and met resistance, resulting in half of catheter breaking off into the patient's arm. An MRI was performed and the patient underwent surgery to remove the catheter from her arm.

Manufacturer narrative:
It is unknown at this time whether the sample is available for evaluation. Additional information regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).